Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that customer received no delivery alarms. The blood glucose was unknown at the time of incident. The customer called with a battery cap issue. Customer usually fix it with infusion change. Troubleshooting assisted for no delivery and crack on the pump. The manual bolus test was performed for no delivery. The insulin pump will not be returned for analysis.